Manufacturer narrative:
UDI number: (B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, episodes of non sustained right ventricular oversensing due to baseline noise, far p-wave, and t-wave oversensing were observed. No intervention was performed. Programming changes were recommended. The patient will continue to be monitored.

Event description:
New information received noted that the asymptomatic patient presented in clinic for follow up on january 11, 2018. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing noted on (B)(6) 2017. Patient did not receive therapy during the oversensing. Programming changes were made to address the issue. Patient was stable throughout the device interrogation and will continue to be monitored.